Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, failure to capture, failure to sense, and under-sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement. The device was reprogrammed until the ra lead revision procedure. The patient was stable and will continue to be monitored.